Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The physician inserted a taxus express2 2.5 x 8 mm drug eluting stent to the lesion site. During this introduction the stent came off the stent delivery system. The physician captured the unexpanded stent with a normal balloon and inflated it over the lesion site. The patient condition was described as satisfactory/good.

Event description:
The proximal left anterior descending artery, was non-tortuous and didn't appear calcified. It had been pre-dilated with a 2.5 mm maverick balloon. There was a taxus express2 stent implanted distal to the proximal lesion area, which was being attemtped to be stented. The stent that prematurely came off the delivery system was successfully implanted by using another ptca balloon. The physician involved doesn't know why the stent came off. There were no reported pt complications.